Event description:
On (B)(6) 2026, a patient underwent a bone biopsy procedure using the trek bone lesion biopsy kit. It was reported that during the procedure, the needle was allegedly jammed within the trek quick connect hub and had to pull the entire needle out of the patient. There was no reported patient injury.

Manufacturer narrative:
H11: based on the information received, the difficult to remove code has been removed and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. E1, g1, g2, g3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a bone biopsy procedure by using the trek bone lesion biopsy kit. It was reported that during the procedure, needle was allegedly jammed within the trek quick connect hub and had to pull entire needle out of patient. There was no reported patient injury.